Manufacturer narrative:
Review of the provided log files permitted to established that no premature battery depletion occured. Files are under analysis by r&d department and results are not ready. Since the subject device is not returned yet, its analysis is not available yet.

Event description:
Reportedly, on 12-february-2025, the device has reach the rrt while the longevity estimation one year before was of 2 years and 2 months (min: 18 months).

Manufacturer narrative:
The subject device was implanted for 7 years and 9 months. The data from on (B)(6) 2025 and on (B)(6) 2024 were provided. No data from previous follow-ups were provided. The statistics have not been reset since on (B)(6) 2019. Upon the investigation of the returned device, any malfunction could be suspected. The device was tested electrically, and it shows that the device works normally. The device pace, sense and consume normally. Visual inspection at reception did not show any malfunction or defaults. Based on the solely provided follow-up data (on (B)(6) 2024), the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 124 months. The implantation duration was 91 months, which is shorter than 75% of the estimated overall longevity (75% of 124 months = 93 months). Based on hrs guidelines, a premature battery depletion occurred. The investigation of the subject returned device did not permit to suspect any malfunction. The device was tested electrically, and it shows that the device works normally. The device paces, senses and consumes normally. The visual inspection at reception did not show any malfunction or defaults. The investigation of the provided expert data showed that the recommended replacement time (rrt) was reached on (B)(6) 2024, leading to a device-life duration of 6 years and 7 months. The detailed investigation of the consumption revealed that the average battery consumption between on (B)(6) 2024 was higher than expected leading to rrt 14 months earlier than expected. The premature battery depletion is most probably due to an intermittent overconsumption which origin could not be established. It explains the shorter residual longevity compared to the one displayed by the programmer on (B)(6) 2024. This case is isolated and will be utilized and retained for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, the device has reach the rrt while the longevity estimation one year before was of 2 years and 2 months (min: 18 months).